Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. When programming the sigma infusion pump, it does allow either key (down arrow/ ok) to be pressed but both the labeling and the prompt on the pump¿s screen specifically state that you must press ¿ok¿ to save programmed entries. Baxter's medical assessment has determined this reported event as a result of user error in which the registered nurse (rn) manipulating an already programmed infusion. In this case, rather than completely clearing the completed second infusion of acetylcysteine, the rn only cleared the programmed rate of 200 ml/hr, entered the new rate of 62.5 ml/hr for the third infusion of acetylcysteine, and then pressed the ¿down arrow¿ instead of ¿ok¿. This sequence of events would result in the spectrum infusion pump reverting to the previous rate of 200 ml/hr. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The sigma spectrum operator¿s manual informs the customer that using basic mode bypasses the drug error prevention system. Additionally, basic mode cannot detect human error, as described in this event. Had the rn followed the sigma spectrum operator¿s manual and cleared the completed second infusion of acetylcysteine and then programmed the third infusion of acetylcysteine from the start, the reported event would not have occurred. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused during therapy while in basic mode. It was reported that the patient was prescribed three separate doses of acetylcysteine. During the patient¿s third dose, the infusion of acetylcysteine 9000mg/1000ml was to be run at a rate of 62.5 ml/hr administered over 16 hours. However, the infusion completed in five hours. It was reported that the registered nurse (rn) had programmed the third dose on the pump with the new rate of 62.5 ml/hr. After the rn entered 62.5 ml/hr into the pump, it was reported that they selected the ¿down arrow¿ rather than ¿ok¿ to input the volume to be infused. The rn reported since they did not select ¿ok¿, the pump defaulted to the previous rate of the second dose (200 ml/hr); thus, not saving the rate change of 62.5 ml/hr. The customer determined this event was related to a user education issue. There was no adverse event, patient injury, or medical intervention associated with this event. No additional information is available.